Manufacturer narrative:
The reagent lot number was 748144. The expiration date was not provided. The instrument was cleaned of dust and the measuring cell was cleaned. The probe was cleaned and a small clot was found and removed. The calibration and qc data was acceptable. Therefore, no general reagent problem was identified. The investigation did not identify a specific cause of the event. The issue was consistent with a sample quality-related problem or insufficient maintenance.

Event description:
There was an allegation of "sample clot alarms" and questionable false negative elecsys hbsag ii results from the cobas e 801 analytical unit. The initial result was 5.48 coi (reactive). The repeat results were 0.369 (non-reactive) and 0.334 (non-reactive).